Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of 22 mg/dl. Mother stated that the customer may have been given too much insulin and went low. Customer had blood glucose readings of 200 mg/dl and had a seizure prior to the hospitalization. Mother believes that the insulin pump is not malfunctioning rather the issue may be with the settings or programming. Customer was also hospitalized previously with an asthma attack and blood glucose readings of 33 mg/dl. The customer had given himself too much insulin leading to the low blood glucose readings. Mother stated that they are new to the insulin pump and are getting use to it. Mother declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.